Manufacturer narrative:
Typo occurred in narrative text in the previous follow-up, intermediate report was written instead of closure report.

Event description:
Reportedly, during a follow-up, a gradual increase of lead impedance from 1kohm (at implant) to about 2.5kohm was observed. An analysis was required by the physician.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up, a gradual increase of lead impedance from 1kohm (at implant) to about 2.5kohm was observed. An analysis was required by the physician.

Manufacturer narrative:
It was reported that the re-intervention was not performed due to patient condition.

Event description:
Reportedly, during a follow-up, a gradual increase of lead impedance from 1kohm (at implant) to about 2.5kohm was observed. An analysis was required by the physician.

Event description:
Reportedly, during a follow-up, a gradual increase of lead impedance from 1kohm (at implant) to about 2.5kohm was observed. An analysis was required by the physician.